Event description:
It was later reported that coronary angiography was performed for st elevation. The patient was scheduled to be discharged on (B)(6) but was extended and discharged on (B)(6) . There were no major postoperative problems and the patient was able to walk out of the hospital.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: cs catheter product ID: non-medtronic product type: ep catheter correction: see b5 for update - coronary angiography added to verbiage as the type of imaging performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after the transseptal puncture with another manufacturer's device and the patient was electrically defibrillated. The catheter was inserted into the left superior pulmonary vein (lspv) and 2 pulsed field ablations were performed. The a-line did not come out and the patient's blood pressure gradually decreased. An intracardiac echocardiogram was performed due to a suspected tamponade. Pericardial effusion was observed and a drainage was performed. Approximately one liter of fluid was drained and transfused. A temporary pacemaker was inserted. After insertion there was a short period of ventricular tachycardia (vt) and st elevation. A potential spasm was suspected. There was a drop in blood pressure again. A neurotransmitter and hormone medication was administered. The procedure was aborted under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID pscic101 (lot: b000478201); product type: 0627-cables and accessories product ID psg100 (serial: unknown); product type: 3294-generator product ID pscc100 (0012726946); product type: 0609-catheter product ID: non-medtronic product product type: transseptal needle medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.